Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 18.6 mmol/l with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. It was reported an air bubbles issue was observed. During troubleshooting, it was determined that the patient was not using the cartridge per instructions for use. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.